Event description:
It was reported that the implant was too short when provisionally inserted into the disc space. No pt complications were reported.

Manufacturer narrative:
The implant was returned for evaluation and a 100% inspection was performed and found that the device was made according to specifications. The implant trial was returned for evaluation and there were no non-conformances to specifications found. A review of the device history records did not identify any applicable non-conformances. The results of the investigation suggest that the reported event was related to surgeon technique. We are unable to determine a definitive cause of the event.